Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during device check, the right ventricular lead exhibited loss of capture at high outputs. The lead was capped and replaced on (B)(6) 2016. The patient was doing well post procedure; there were no other issues noted.